Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was unable to be replicated by analysts. The issue was found to be due to user error. Removal of the hme filter from the patient line circuit has no relevance to the low pressure alarm. With the patient circuit disconnected with an oxygen source, the low pressure should activate in approximately 10 seconds. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the pneupac ventilator has a faulty pressure alarm. A filter was placed at the top where the patient would be connected to the patient line circuit. Whenever the circuit was disconnected, it took over a minute for the machine to alarm with the low-pressure alarm. When the filter was off of the circuit, it took less than 10 seconds to alarm. There were no adverse events reported.